Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump history was incorrect. Reportedly, the customer's basal history showed that on (B)(6) 2017, 0.89 units of basal had been delivered. However, the customer alleged that more basal had been delivered than 0.89 units. Additionally, the customer reported that the pump date was incorrect. Reportedly, the date had been changed by the health care provider (hcp) and was one day off. Review of the pump data logs show that the date had not been changed on (B)(6) 2017, and when the pump data logs had been uploaded, the pump displayed an accurate date. Additionally, per pump history, the basal delivered showed 0.89 units. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided. The customer's blood glucose level ranged from the 120-130's (mg/dl).